Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the headline of the label for the five screws says l36 instead of l38. The multilingual text is correct with l38. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4) was initiated and it was determined that no further actions are necessary, all of the involved lot numbers were part of this previous investigation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An investigation showed that the labeling text on the packaging shows a wrong length (l36mm instead of l38mm). The label text does not match the specifications.